Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an in-service training, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10, h11. Additional information: e3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that the cardiosave intra-aortic balloon pump (iabp) had helium leak while on service training. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit and verified the reported issue and resolved the issue by tightening the connectors to helium regulator and helium manifold. Fse also cleaned and fitted all connections properly and tested for helium leak and was not able to reproduce helium leak. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).